Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional top. Complaint sample was evaluated and the reported event was confirmed. Returned provisional was found to exhibit signs of repeated use (nicked / gouged) and the lateral feature of the provisional has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.